Event description:
Physician reporting on behalf of pt: pt's target therapeutic dose is 2.5-3.0. Consistent meter readings below this range prompted the physician to continually increase the pt's coumadin dose. Pt's inratio result was 1.8 in late may. Due to consistently low results, the physician increased the pt's coumadin dose from 2.5 mg/day to 3.0 mg/day. The pt's next inr at this dose level was 2.1. Continued low results prompted a coumadin dose change to 3.5 mg/day. Pt's result at this dose level was 2.3. Pt then had rectal bleeding and a meter reading of 3.1, no lab draw performed.

Manufacturer narrative:
Investigation pending.